Event description:
Related manufacturer report number: 2017865-2025-10463. It was reported that the patient presented for follow up. A device interrogation revealed episodes of inappropriate automatic mode switch (ams) caused by over-sensed noise exhibited by the right atrial lead. There was also noise exhibited by the right ventricular lead. No interventions were made. There were no patient consequences.